Manufacturer narrative:
Corrected data: d.10 returned to manufacturer on changed from: 06/29/2020 to: [blank]. Evaluation results codes changed 3233 to 3221. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint number: (B)(4). H3 other text : device not returned.

Event description:
It was reported that prior to intra-aortic balloon (iab) therapy, it was noticed that the balloon packaging seal had been compromised. A new iab was opened and therapy was started successfully. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that prior to intra-aortic balloon (iab) therapy, it was noticed that the balloon packaging seal had been compromised. A new iab was opened and therapy was started successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that prior to intra-aortic balloon (iab) therapy, it was noticed that the balloon packaging seal had been compromised. A new iab was opened and therapy was started successfully. There was no reported injury to the patient.